Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio/beep anomaly, blank display and stated that they also experienced a high blood glucose level of 519mg/dl. The customer declined to troubleshoot for high blood glucose. Customer was assisted with beep/vibrate anomaly troubleshooting. The customer's blood glucose level at the time of incident was unknown. The customer was calling back after resting the insulin pump due to the initial report of audio/beep anomaly and blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.